Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm. Customer experienced high blood glucose level. Customer's blood glucose value was 25 mmol/l at the time of the incident. Another blood glucose level was 23 mmol/l. The customer was declined troubleshooting for high blood glucose because he knew the reason for it. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.